Manufacturer narrative:
Corrected data: h6- medical device code: 1494- off label use (age>45) . Claim# (B)(4).

Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6, -12.5/2.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2022 from patient's left eye (os) due to excessive vault.this resolved the problem. Cause of the event is reported as unknown.